Event description:
It was reported that the patient developed an infection. The system was removed. Patient condition was stable post procedure.

Manufacturer narrative:
Analysis was normal. No anomaly was found.

Manufacturer narrative:
UDI (di): (B)(4).